Event description:
It was reported that during a thoracoscopic pneumonectomy, when the device was used for the 2nd firing, the slr got caught in the one that was left in the lung parenchyma from the 1st firing and misaligned. Another slr was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.